Event description:
During study angioseal applied for #8 french arterial sheath. Angioseal malfunctioned due to failure in deploying intraarterial anchor and ripping of device sheath. Anchor was retained in pt's groin. Manual pressure was applied for hemostasis. Pt was sent to the or for extraction of the anchor. Recovered in iccu and discharged in 2005.

Event description:
No components were returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A search of the database revealed no similar incident with this product with this lot number. Based on the information provided to st. Jude medical, the cause of the difficulties with deployment could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.